Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 06/14/2024, it was reported by the parent via web self-service that the pediatric patient experienced inaccurate cgm values. The patient experienced ambulation difficulties. The cgm was reading was not checked by the parent since she panicked, and the behavior of the display device at the onset of symptoms was not described in the complaint. The blood glucose reading was 38 mg/dl by the parent. The parent treated the patient with sos glucose powder. After 10 minutes, the patient was already fine and when manually tested, the bg showed 118 mg/dl while dexcom showed 55 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.